Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box history showed that cs 052 and 054 call service alarms were recorded. The pump powered on appropriately with no alarms occurring. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The complaint that the pump was emitting cs 052 call service alarms was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they had received a call service 052 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.